Event description:
A complaint was rec'd that when using a medisense blood glucose monitoring device, the consumer rec'd a lower capillary reading of 135 mg/dl when compared to a venous lab test of 306 mg/dl. When the values were plotted onto a clarke error grid, the results fell into the "d" zone which is considered to be clinically significant. There was no report of death or serious injury.